Event description:
It was reported that the patient received inappropriate therapy due to lead noise. The physician decided there may be a connector issue with the device and the lead was re-screwed in. The noise was gone. Later the patient went to the emergency room with an alert for noise. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.